Event description:
During a rotator cuff of the right shoulder procedure utilizing a suture needle shuttle sterile it was reported that the needle became bent and was not usable. The needle broke off in the shoulder joint. The piece that broke off was from the notch to the distal tip. The surgeon used x-ray to pinpoint the location and retrieved it with a magnetic retriever. The needle was done successfully. There was a 10 minute delay in the case and there were no reported patient injuries or complications.

Manufacturer narrative:
(B)(6). No product returned for evaluation. Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).